Event description:
An express ld stent was received with a separate complaint device. The stent was received on an unknown sheath with visible damage. The stent delivery device was not returned. No additional information is available. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the stent was received on an unknown 8fr guiding sheath. The device measured 22mm. There was no damage noted to the sheath. Visual and tactile examination of the stent as positioned on the sheath revealed that the proximal struts were bent back and flattened. The struts on the distal end were misaligned and flattened. The struts along the length of the stent were uneven/splayed out. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An express ld stent was received with a separate complaint device. The stent was received on an unknown sheath with visible damage. The stent delivery device was not returned. No additional information is available. This product is only ous approved but it is similar to an approved us device.